Event description:
It was reported that during the procedure, this left ventricular (lv) lead was inserted into the patient. It was noted that the threshold measurements were stable. The physician proceeded to cut away the outer catheter, but when extracting it, the lead was also pulled out with the catheter. The lead appeared to be coiled (deformed). It was suspected that this lead had a fracture. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is not available for return.

Manufacturer narrative:
This device is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure, this left ventricular (lv) lead was inserted into the patient. It was noted that the threshold measurements were stable. The physician proceeded to cut away the outer catheter, but when extracting it, the lead was also pulled out with the catheter. The lead appeared to be coiled (deformed). It was suspected that this lead had a fracture. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is not available for return.